Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump was powered off when the patient woke. Troubleshooting revealed no low battery or replace battery warnings in the pump history. No adverse event information is being reported because the product involved does not have a 510k assignment. This complaint is being reported because the alleged power complaint remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.